Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room while experiencing a ventricular tachycardia (vt) storm. Shock lead impedance (sli) measurements were reportedly in normal range. However, external defibrillation was required to convert the rhythm. It was reported that approximately six months prior, the ICD had issued a code indicating that a shock had been delivered into an open lead condition. Before this alert was issued, shock lead impedance (sli) measurements had been high and out of range. Following issuance of the code, sli measurements dropped back into normal range; it was noted that most recent therapy had been effective. Due to issue that resulted in the code, some episodes were marked as no therapy even though therapy had been delivered. Boston scientific technical services (ts) discussed that the patient should be seen in clinic to check the lead, clear the fault, and determine plan for resolution. Due to patient condition, the physician elected to monitor this issue with no plan for further intervention. No additional adverse patient effects were reported. This device remains in service.